Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshooted the unit with the technical support's assistance and and found that when he swapped the limit and the control the limit switch started to adjust. The pr2 might be the culprit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that mean airway pressure (map) of the 3100a ventilator is having issues and the limit is not adjusting. At this time, there is no information regarding patient involvement associated with the reported event.